Manufacturer narrative:
Initial.

Event description:
It was reported that an ilet device had a touchscreen that was not very sensitive and often required multiple attempts to select options, consistent with a device problem of an unresponsive input and implicating the touchscreen component. Symptoms included insufficient information. Outcomes included insufficient information. Investigation included communication with the user and analysis of information provided. Investigation of this case revealed a software problem associated with an unresponsive input affecting the touchscreen component. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.